Event description:
It was reported that a nurse hung a bag of insulin (100units/100ml) and programmed the pump to run at 6 units/hour. In about 20 minutes, the rn noticed the bag was empty. As a precaution, dextrose was administered to reverse any insulin overdose. No impact to patient from this event, she was discharged from medical unit on (B)(6) 2021.

Manufacturer narrative:
The complaint of over infusion was not reproduced during testing. Inspection: lvp sn (B)(6). The device was received in good condition. The instrument seal was intact. Dried fluid was observed on both iui¿s and on the rear case under both iui¿s. Corrosion was observed on the male iui. Door latch and sear observed manufactured by 3rd party. Latch spring observed cut too long. Bezel was observed in good condition (date code: november 2018). The complaint of over infusion was not reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device alarmed twice for air in line during a programmed infusion of insulin (100 unit/ 100 ml; drugid=234) at a rate of 6 ml/hr (vtbi= 99 ml) before being paused and channeled off. Total volume infused= 2.542 ml functional testing on the returned administration showed no anomalies. Concentricity testing of the returned administration set showed the set was within specification. Inspection of the suspect device showed the door latch assembly/sear were manufactured by 3rd party. Sear functionality testing was performed. The results indicate the third party sear failed to engage the safety clamp when the door was opened, and may have been a contributing factor testing showed the device was delivering fluid within specification. Functional testing was performed on the returned administration set. No anomalies were observed. Concentricity testing was performed on the primary administration set¿s pumping segment. The pumping segment was found to be in specification. The root cause of the customer¿s complaint of an over infusion was not definitively identified. The third party sear failed to engage the safety clamp when the door was opened could have been a contributing factor. Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 10/21/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Time of event: 12:20 am.

Event description:
It was reported that an rn hung a bag of insulin (100units/100ml) and programmed the pump to run at 6 units/hour. In about 20minutes, the rn noticed the bag was empty. As a precaution, dextrose was administered to reverse any insulin overdose. No impact to patient from this event, she was discharged from medical unit on (B)(6) 2021.